Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 3 years since the subject device was manufactured. Based on the results of the investigation, although the root cause cannot be specified; it is likely that the reprocessing steps recommended by the instructions for use (IFU) were not fully implemented due to leakage that occurred from the device. This caused foreign material to remain at/around the forceps elevator. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿IFU (reprocessing manual) states that insufficient cleaning, disinfection and sterilization of endoscopes can pose a risk of infection to patients and operators who perform the next procedure using the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to reproduce the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a pinhole on bending section rubber water tightness lost, adhesive on bending section rubber detached, connecting tube wrinkled, connecting tube scratched, forceps channel port shaved, suction cylinder shaved, switched scratched, due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value, due to wear of angle wire, the play of up/down/left/right knob out of the standard value, and distal end cover dirty. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during maintenance of the evis exera ii duodenovideoscope, leaking at the bending section rubber was noticed. Upon inspection and testing of the customer returned device, foreign material was found clogged in the scope forceps elevator. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.